Event description:
Additional tablet data was received from the physician. A full tablet download was not provided, the exported data was reviewed. It was observed that the patient's settings were programmed to zero and no re-interrogation was done until the patients following visit. The report of the increase in seizures is therefore due to a loss of therapy as the patient's device was programmed to zero (so was not receiving therapy) and no re-interrogation was done. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen in clinic and that upon interrogation, it was observed the patients device settings were spontaneously changed to 0 ma. During this period, the patient experienced an increase in seizures. Therapy was re-enabled and the patient would be following up in two weeks to ensure that the device settings are not changed again. An update was received from the local representative adding that all output currents were seen at 0 ma. At the patients last interrogation session parameters were all within normal limits and the device was functioning okay. The patients physician was certain of never programming the device off. Due to the disablement, the patient had to see a psychiatrist and was prescribed medication. The device had been reprogrammed to 0.25 ma for the normal output current. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.